Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The catheter was visually inspected and it was found reddish material inside the pebax. A hole in the pebax was also found. An od test was performed and the catheter was found within specification: all outer diameters were observed in normal conditions. Regarding the hole in the pebax, all units are inspected prior leaving the facility to avoid this kind of issues. The instructions for use (IFU) states that the catheter should not be used with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft and it was stated by the customer that the sheath used was 8.0f. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. The root cause of the damage in the pebax could be related to the contraindication stated in the instructions for use (IFU). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Event description:
A patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified external damage (a hole) on the pebax during returned product evaluation. It was initially reported by the customer that during the ventricular procedure, it was difficult for the thermocool® smart touch® sf bi-directional navigation catheter to be removed because it got caught in the chordae tendineae when accessing the left ventricle. When the catheter was removed, blood seemed to have accumulated inside the tip of the catheter, so the smart touch sf catheter was changed to another one to resolve the issue. The procedure was completed without patient's consequence. No damage was observed with the device, and a short 8 french sheath was used. The reported medical device entrapment in the chordae tendineae was assessed as not MDR reportable since the device was removed without surgical intervention, or without using a different device. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. Additionally, the reported blood in the tip of the catheter was also assessed as not reportable since it was reported that no damage was observed, therefore, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 1/18/2021, the bwi product analysis lab received the complaint device for evaluation. On (B)(6) 2021, during product evaluation, a reddish material was found inside the pebax along with a hole in the pebax. This finding was assessed as an MDR reportable malfunction since the integrity of the device was compromised. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through product evaluation on (B)(6) 2021 and reassessed it as MDR reportable.